Event description:
The pt had two bottom screws back out of the manta ray cervical plate and the surgeon conducted a revision surgery to address the issue.

Manufacturer narrative:
From correspondence with the initial reporter: when the revision case was conducted, only one screw of six was actually locked down. Five of the six screws were unlocked and two were backing out. The original incident (locking arms not locking over top of the screw heads) was not reported to theken. All of the locking tabs on the plate are bent up slightly. It is unk when this occurred, as the plate was explanted. The inspection records were reviewed for all 3 lots of implants (including the screws that were returned), and no non-conformances were found that would contribute to this complaint. Per the complaint log, this is the second confirmed incident where a screw started to back out of the plate.